Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to flattened dome switched on esc button. The insulin pump had cracked battery tube threads, cracked reservoir tube and a missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 10.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.